Event description:
It was reported that the patient had an inappropriate shock due to oversensing noise. The sensing vector was set to standard at the time of the shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.